Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 108 was not confirmed or reproduced during evaluation. Evaluation instead experienced system error 105 at power up. System error 105 was confirmed during a review of the device event history log caused by a failed motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 108, which was determined during evaluation by baxter to be a system error 105. It was also reported there was no patient injury.